Event description:
It was reported that a spectrum pump did not infuse with a sodium acetate infusion. It was also reported that the pump did not alarm. This occurred during use in an adult emergency room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch # (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: a service history review was performed and revealed that the device has no previous service events. Therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.